Manufacturer narrative:
This report is submitted on march 26, 2018.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported); however, the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2018. The infection has reportedly since resolved.